Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument locked up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the clip applier jaws remaining static and related to an unsuccessful clip application. Issue occurred on the 2nd fire. A backup was used to resolve the issue. The instrument will be deferred to sterile processing department leaders for return. No photos or videos available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large hem-o-lok clip applier instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.